Manufacturer narrative:
The given information and the provided photo showing a splitted internal tubing which provides pressure for the expiration valve were analyzed. As the affected tubing had already been discarded it was not available for investigation. As a consequence it was not possible to determine the root cause for the damage. A disconnection of the internal hoses from the expiration valve will effect that the expiration valve will stay always open. Therefore independent from ventilator's settings the airway pressure will remain at zero. The situation will be detected by the internal monitoring of the respirator. The user will be alerted by appropriate alarms as described, which include "peep valve inop", "tidal volume high" and "mv low". Similar cases have not been reported to draeger by now. Consequently this case is assessed as a single event.

Event description:
Please see initial report.

Event description:
(B)(4).

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up report.